Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709sc, serial # (B)(4), product type catheter; product ID 8709, serial # (B)(4), product type catheter; product ID 8596sc, serial # (B)(4), product type catheter. Analysis of the pump, model # 8637-40, serial # (B)(4), found no anomaly. (B)(4).

Event description:
Information was received from a consumer regarding a patient who received unknown baclofen (3000mcg/ml, 1433.4mcg/day) in an implantable pump for movement disorders. The patient went home post pump replacement ((B)(6) 2016) and "did as well as expected." At approximately 14:00-15:00 on (B)(6) 2016 the patient experienced "horrible dystonic spasms." Bu 20:30, the issue was bad and the patient as brought to the hospital. The patient was admitted. The patient also experienced hallucinations, sweats, and craziness. The re porter thought it was like the patient was going through withdrawal. The reporter was going to contact their hcp. As of (B)(6) 2016, the baclofen dose was increased due to the patient gaining over 100lbs in the last year. A dye study was conducted and it was found the weight gain stretched the catheter and dye was leaking at one of the connection sites. A dye and roller study would be performed in the operating room at 16:30. The catheter was to be replaced with a longer catheter. The dose was reduced from 1433.4mcg/ day to 1200mcg/day. The patient's status at the time of the event was stated to be alive with no injury. The plan was to keep the patient in the hospital for monitoring, as the patient had many additional health issues. Additional information received from a healthcare provider (hcp) via a manufacturer representative on 08-jul-2016 indicated the interventional radiologist thought the flow from the end of the catheter was slow, but was unsure. There was no leak or break in the catheter. The pain physician opened up the pump implant site and withdrew 2ml of medication/cerebrospinal fluid (csf); observed constant drip from the catheter. A roller study was performed on the back table and the rollers failed to move. The pump was replaced and the patient was monitored for 2 days in the hospital. There were no more withdrawal-like symptoms. Dosing changes: on (B)(6) 2016: compounded baclofen (3000mcg/ml, 1333.4mcg/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.